Event description:
The customer reported that while entering and checking a medical order prescription, a physician noticed that he was working on another patient different from the one he selected, and is alleging a serious injury could occur.

Manufacturer narrative:
The customer is alleging a serious injury could occur. While a physician was administering a medical prescription and noticed the patient's name was different from what he had selected. The limited available information is not sufficient to support that there was any malfunction or design problem with the software. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.